Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that the fluid air exchange worked intermittently. The staff had to reboot the system to complete the procedure. There was no patient harm.

Manufacturer narrative:
Additional information is provided. The company service representative examined the system, but was unable to replicate the reported event. The system was then tested and met all product specifications. The fax was verified to be working without any issues. The company service representative noted that some doctor settings had mapped a toggle between infusion and fax to the heel footswitch, and advised the customer to review and familiarize each doctor¿s footswitch map to match expectations. The company service representative attended surgeries and observed that there were no issues. The system was manufactured on december 15, 2009. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).